Manufacturer narrative:
(B)(4). Product evaluation: the field report of unacceptable threshold and oversensing was not confirmed. The field report indicating the helix would not extend was confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant/explant. The helix was clogged with blood. The helix would not extend due to inner coil and distal coupling clogged with blood. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. (B)(4).

Event description:
Difficulty was encountered during an attempt to extend the lead helix. After placement, high threshold and oversensing were observed. Another lead was used to complete the procedure without further issue and without consequence to the patient.